Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a 3.0 x 12 mm resolute onyx stent. The device was inspected before use with no issues noted. There were no difficulties noted when removing the protective sheath. There was no preparation of the balloon stent system prior to its positioning. Patient was undergoing angioplasty with stenting. Target lesion had moderate calcification, no tortuosity at the area negotiated. There was a previously deployed 2.5 x 30 mm resolute onyx stent at the proximal lad. Lesion was pre-dilated. No resistance noted advancing the resolute onyx to the lesion. It was reported that when the 3.0 x 12 mm stent was being positioned from the left main to the proximal lad to overlap with the 1st stent, a sudden give was noted upon pullback. The stent had dislodged. A double-density was then seen as an undeployed stent inside an expanded stent in the proximal lad. The dislodged stent was retrieved by using a 1.25 x 10 mm sprinter legend balloon to partially inflate it and place the balloon beyond its distal mark. The balloon was swapped for a nc sprinter 3.5 x 15 mm which was successful in positioning it in overlapping fashion proximal to the previously deployed stent. The stent was then deployed at the left main to the proximal lad. No further patient complications were reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.